Event description:
The hospital reported that a command module failed to provide appropriate ECG output to synchronize with a defibrillator during patient use. The module was expected to, but did not, provide an ECG signal for the defibrillator to process. The patient's heartbeat was fast and the procedure was to slow it down to normal. The hospital continued the procedure using a separate defibrillator and monitor.

Manufacturer narrative:
Spacelabs tested the module and determined an integrated circuit had failed. The system performed to specification after replacement of the integrated circuit. We have returned the integrated circuit to the manufacturer for analysis. Spacelabs is continuing its investigation into this issue and will supplement this MDR as appropriate.